Manufacturer narrative:
(B)(4). Additional information requested from the user facility (to risk manager). No additional information received at the time of this report.

Event description:
According to the medwatch (B)(4) the patient moved , and user mistakenly let go of guidewire. Guidewire lost in common iliac vein during central line insertion". Pre-existing conditions: acute on chronic renal failure requiring hemodialysis. It is unknown which length of catheter was used. The customer has reported it could be either 16cm catheter (cdc-42703-1a) or 20cm catheter (cdc-45703-1a - documented in MDR# 9680794-2018-00187).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (B)(4) the patient moved , and user mistakenly let go of guidewire. Guidewire lost in common iliac vein during central line insertion". Pre-existing conditions: acute on chronic renal failure requiring hemodialysis. It is unknown which length of catheter was used. The customer has reported it could be either 16cm catheter (cdc-42703-1a) or 20cm catheter (cdc-45703-1a - documented in MDR# 9680794-2018-00187).